Event description:
The customer stated the coulter lh 750 hematology analyzer was leaking approximately three milliliters of diluted blood from the left side of the instrument. The fluid was not contained within the instrument and leaked onto the counter. The origin of the leak was unknown to the customer. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) found the vent line sensor (vls) tubing leaking at base of the needle when backwash took place. He removed, modified and reattached the tubing and verified the instrument operation. Upon completion of the necessary repairs, the instrument was returned back into operation. The cause of the event was failure of the vls tubing. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).